Event description:
It was reported that transmitter failed error occurred. On (B)(6) 2023, the patient's parent stated the cgm device was showing a transmitter failed error but did not remember how much time there was between the error and the onset of symptoms. The patient experienced not being able to walk, was lethargic, could not stay awake, and the patient was brought to the hospital by the parent. At the hospital the patient was diagnosed with diabetic ketoacidosis and was admitted into the intensive care unit (ICU). The patient received treatment with lantus (insulin glargine) and amylin, routes and dosages unknown. It was mentioned that the patient was hospitalized, but it is not known for how many days. At the time of the report the patient was doing okay. No blood glucose readings were reported from during the event. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.